Manufacturer narrative:
Fse replaced safety disk as it was suspected to be the cause of the failed pneumatic module leak test. After replacing of the part, the system functional test was performed normally with no issues. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon complaint of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site postal code: (B)(6) ). It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "pneumatic module leak test". A getinge field service engineer (fse) has not been able to confirm the reproduction of a failure. The cause was thought to be of the safety disc that was replaced last time. Fse replaced (d202-00-0140) safety disk, drive side. After replacing of the part, system functional test was performed normally with no issues. The iabp unit was cleared for clinical use and released to the customer. There was no involvement of the patient. The defective components were received for further investigation. The national repair center installed the safety disk pn 0202-00-0140 sn (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the leak failure of the safety disk. The safety disk passed testing. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): the unit was returned to getinge's service center from customer's facility and inspected by a getinge field service engineer (fse). During inspection the issue could not be replicated. It is expected that the safety disk will be replaced. Repair of this unit is ongoing. A supplemental report will be submitted upon complaint of our investigation.

Event description:
It was reported that during a daily routine check and before use, the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module leak test several times. There was no patient involvement and no adverse event has been reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided and/or completion of our investigation. Not returned to manufacturer.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module leak test several times. There was no patient involvement and no adverse event has been reported.